Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after the addition of sterile saline and the drug of choice, the compounder noticed the bladder started to leak within the cassette. This incident occurred immediately on use. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D9: device returned date "03-jul-2024". E1: phone number extension "(B)(6)" h3/h6: no pictures were attached to the complaint. One sample was returned, part number 21-7301-24, lot 4407988 was received unused, in a plastic bag. Visual inspection of the device showed no discrepancies. Functional testing of the device detected a leak in the medication bag. The investigation concluded, according to sample received, that the reported leaking failure was confirmed. There were no non-conformances or deviations related to the failure reported in the device history record.